Event description:
It was reported by the affiliate that (1) cdh33 was used during an unknown procedure. It was reported that the audible feedback (crunch) could not be heard at the firing phase. The instrument was removed by causing damage to the anastomotic line. The surgeon mentioned that the knife of the stapler did not cut one part of the anastomosis line. The operating room time was extended by 1.5 hours. A manual anastomosis was performed to complete the case.